Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: type of patch material affects midterm outcomes of combined aortic and mitral valve replacement and aorto-mitral curtain reconstruction. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, 'type of patch material affects midterm outcomes of combined aortic and mitral valve replacement and aorto-mitral curtain reconstruction", was reviewed. This research article is a retrospective single-center experience to evaluate the midterm outcomes of combined aortic and mitral valve replacement with aorto-mitral curtain patch reconstruction. The devices included in this study were epic plus, freestyle stentless, hancock ii, magna mitral ease, mitris resilia, on-x, aortic homograft, and inspiris resilia (commando operation). The article concluded that patch material influences reintervention risk following the commando operation. [The primary and corresponding author was aditya sengupta, department of cardiovascular surgery, the mount sinai hospital, new york, ny, us, with corresponding e-mail: aditya.sengupta@mountsinai.org.] This study included all patients that underwent the commando operation from 01 january 2007 to 31 july 2024. A total of 71 patients were included in the study, of which 4.2% (3) received an abbott device. The average age was 67 years. The majority gender was female. Comorbidities included heart failure, atrial fibrillation, hypertension, peripheral vascular disease, cerebrovascular accident, transient ischemic attack, chronic obstructive pulmonary disease, chronic kidney disease, acute renal failure, rheumatic heart disease, right ventricular dysfunction, aortic regurgitation, and mitral regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of epic plus were reported in a research article in a subject population with multiple co-morbidities including heart failure, atrial fibrillation, hypertension, peripheral vascular disease, cerebrovascular accident, transient ischemic attack, chronic obstructive pulmonary disease, chronic kidney disease, acute renal failure, rheumatic heart disease, right ventricular dysfunction, aortic regurgitation, and mitral regurgitation. Complications reported included endocarditis, pseudoaneurysm, surgical intervention, unexpected medical intervention, hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: type of patch material affects midterm outcomes of combined aortic and mitral valve replacement and aorto-mitral curtain reconstruction. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, 'type of patch material affects midterm outcomes of combined aortic and mitral valve replacement and aorto-mitral curtain reconstruction", was reviewed. This research article is a retrospective single-center experience to evaluate the midterm outcomes of combined aortic and mitral valve replacement with aorto-mitral curtain patch reconstruction. The devices included in this study were epic plus, freestyle stentless, hancock ii, magna mitral ease, mitris resilia, on-x, aortic homograft, and inspiris resilia (commando operation). The article concluded that patch material influences reintervention risk following the commando operation. [The primary and corresponding author was aditya sengupta, department of cardiovascular surgery, the mount sinai hospital, new york, ny, us, with corresponding e-mail: aditya.sengupta@mountsinai.org.] This study included all patients that underwent the commando operation from 01 january 2007 to 31 july 2024. A total of 71 patients were included in the study, of which 4.2% (3) received an abbott device. The average age was 67 years. The majority gender was female. Comorbidities included heart failure, atrial fibrillation, hypertension, peripheral vascular disease, cerebrovascular accident, transient ischemic attack, chronic obstructive pulmonary disease, chronic kidney disease, acute renal failure, rheumatic heart disease, right ventricular dysfunction, aortic regurgitation, and mitral regurgitation.